Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any relevant info.

Event description:
Device issue: stent dislodgement. Adverse event: death. Onset of adverse event: during procedure. It was reported that during the procedure in the mid left anterior descending artery, the graftmaster stent was deployed to seal a perforation; however, the stent dislodged distally and was implanted. Reportedly, the perforation was sealed; however, the pt died. Exact date and cause of death is unk. Reported info indicates that the graftmaster did not cause additional complications or the adverse event. Though requested, additional info was not provided.